Manufacturer narrative:
The patient reported a burn on their neck after a photo facial treatment. The patient went to the ER, where they were given medication for both preventative and intervention measures. The burn occured due to operator error for using the incorrect treatment settings and guidelines. Burns are an expected side effect of laser treatment. There is no permanent injury anticipated. The device operated as intended. This event was caused by user error and is reportable due to the medical intervention. Injury occured due to operator error

Event description:
The patient reported a burn on their neck after a photo facial treatment with the icon laser. The patient went to the ER where she was prescribed medication for preventative and intervention purposes. This event occured due to user error.